Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) was implanted with a surgical lead on (B)(6) 2011. It was reported that she has to catheterize more frequently and has experienced severe incontinence since the implant of the device. The pt was instructed to discontinue use of her scs sys until further notice. No further info is available.